Event description:
It was reported that during a whipple procedure, the shears malfunctioned during the first five minutes of use. Did the required test and it was determined that the shears were defective. Opened a new package with a different lot number and shears worked no problems for the rest of the case. There was no patient consequence.

Manufacturer narrative:
H6 code 400: cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone error was noted during testing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".